Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump. It was reported that the patient stated he was getting unknown service codes and had a really long lag at 90%. The agent reviewed and the patient mentioned he bolused 10x a day. Additional information was received from a consumer, and it was reported that the handset screen 'locks at 90%' and had difficulties progressing through. Agent reviewed telemetry considerations and reviewed clearing data.